Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Based on the reported event and our investigation, the reported event was caused by use that is beyond the usage described in our labeling and cleared intended use. The customer will be advised to follow the instructions provided by the MFR in the IFU. The product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153. A supplemental medwatch will be submitted if additional info becomes available.(B)(4).